Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in due to a low blood glucose level of approximately 30 mg/dl resulting in the customer losing consciousness. Upon hospital admission, the customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.